Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device interrogation, the right ventricular lead exhibited noise oversensing. Programming changes were made. The patient was stable throughout and would continue to be monitored.